Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted.the device was also received with a missing end cap sticker, minor scratches on the display window, and a cracked case at display window corners.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 201 mg/dl. The customer had been lifting boxes and began to sweat, leading to the alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.